Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the patient using this ambulatory infusion pump experienced convulsions due to over delivery of medication by the pump. The patient was treated and hospitalized for four days. No additional adverse patient effects were reported.